Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a disposable pipette tip hanging from the tip clamp, after an aspiration cycle in the reported problem area of the pipette assembly. The plunger clamp, tip clamp sleeve, and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.